Manufacturer narrative:
The ge svc rep tested the batteries and they failed. They dropped to 1.5vdc. New batteries were required. The lift column was drifting down due to failed relay on lift assembly. Could not duplicate image storage and recall problem. System beyond end of life. No parts available.

Event description:
The customer reported having a precharge failure error and was unable to make an x-ray. The pt had been on the table but was not injured. The case was not completed.